Event description:
It was reported that during a rotational atherectomy procedure, the rotawire fractured. A whisper guidewire and excelsior micro-catheter were advanced to the lesion, but would not cross the leison, the whisper guidewire was exchanged to a powersoft guidewire. The excelsior catheter successfully crossed the lesion and the powersoft guidewire was exchanged for a rotawire (not complaint device). A 1.75 mm burr was inserted and the ablation was performed. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous proximal lad. The rotablator burr and wire were removed due to decreased blood flow. Sodium nitroprusside was injected and the flow was improved. A new rotawire (complaint device) was inserted through the excelsior catheter. Ablation was performed for 30 seconds to tyhe mid - lad. After the fifth ablation, the rotawire was removed while the burr was rotating at high speed. Upon removal of the wire, it was found to have fractured, leaving 10 mm of the tip remaining in the distal lad. There was no change in the patient's condition or ECG. The physician determined that it would be too risky to remove the excelsior catheter and the lesion was predilated with a quantum maverick 2.75/30 mm balloon and two bx velocity stents were placed as previously planned. The procedure was successfully completed. Patient status was reported as 'good'.